Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5x22mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9568620) was impeded in the microcatheter hub of a prowler select plus microcatheter 150/5cm (product code: 606s255x, lot number: 31471109) and detached prematurely from the delivery wire within the microcatheter hub. The physician removed both the microcatheter (mc) and the stent from the patient and completed the surgery using new devices. There were no reported patient consequences or observable clinical symptoms associated with the event. Additional event information received on 24-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile EU ent4.5mmd 28mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was returned detached in a dissected section of microcatheter. The distal end of the delivery wire was kinked. No other damages were observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and the measurements that control the attachment and delivery of the stent were found within specification. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint is confirmed based on the damage on the delivery wire. These damages suggest that excessive force could have been inadvertently applied during the attempts to overcome the impeded condition reported, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the damaged delivery wire. Clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. However, with the amount of information available this only remains speculative. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm the tip of the delivery wire is entirely within the introducer. If resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5x22mmd 28mml enterprise vascular reconstruction device (product code enc452800, lot number 9568620) was impeded in the microcatheter hub of a prowler select plus microcatheter 150/5cm (product code 606s255x, lot number 31471109) and detached prematurely from the delivery wire within the microcatheter hub. The physician removed both the microcatheter (mc) and the stent from the patient and completed the surgery using new devices. There were no reported patient consequences or observable clinical symptoms associated with the event. Additional event information received on 24-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.